Manufacturer narrative:
Mhus08 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mhus08 was returned for investigation. Upon evaluation of the device, the cutter gear was found to be moving easily, not bound. Small specs of blood were found in multiple chambers of the sample management system, breast tissue found in the cutter. The cutter was cleared and the device retrieved 3/3 chicken samples. The device was determined to be conforming. If the tissue is found within the cutter rather than in the sample management system, a misdiagnosis is possible due to lost tissue. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Received a report from our affiliate, devicor medical (B)(6), stating "during the procedure, error message occurred and inner cutter of the probe stopped in the middle". This has been documented in our system as record # (B)(4).